Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 153 mg/dl at the time of the call. The customer was given food and glucose shots to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer had treated a high of over 600 mg/dl with manual injections before the low. The customer performed a set change twice but still kept going high. The customer believes the pump could be malfunctioning. Troubleshooting was not completed as the customer knew why they went low. The insulin pump will not be returned for analysis.